Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the vizishot 2 flex had the knob on the stylet broke off leaving the stylet stuck inside the needle. The issue was found after the endobronchial ultrasound-guided transbronchial needle aspiration, diagnostic procedure. There were no reports of patient injury or harm.